Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted 09/07/2012: correction - the conclusion code is added as the reporter was using expired products at the time of the alleged incident. No product was returned for evaluation.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging a frequent/persistent occlusion alarm issue. The reporter also reported an elevated blood glucose (bg) level. The reporter claimed that the patient was got numerous occlusions on (B)(6) 2012, as well as on (B)(6) 2012. According to the reporter, the occlusions were followed by loss of prime warnings. The reporter mentioned that they changed out the site, infusion set, cartridge, and insulin 3 times on sunday. Typically, the patient performs the changes every 3 days. The patient's supplies were also change on the night of (B)(6) 2012. The reporter mentioned that the patient's bg level was currently at "400 mg/dl" and he had symptoms of thirst. The patient was not checked for ketones. A review of the pump revealed occlusions occurring with boluses and basal delivery. Some of the boluses were noted as being partially canceled. Multiple occlusions were verified in the pump's alarm history for (B)(6) and (B)(6) 2012. Through troubleshooting, the anm representative noted that the patient's cartridge and infusion set were expired. The reporter was informed that the expired products could have contributed to the occlusions. The reporter was going to open a new box of supplies that were not expired. In addition, it was also noted that the reporter was cycling the cartridge(s) 5-6 times. The reporter was able to manually prime a cartridge with tubing attached and without any resistance. The patient was disconnected during the primed step. The reporter also removed the patient's current site which appeared fine. The reporter denied observing scar tissue. The reporter said they rotate sites and use his legs, arms, and upper buttocks. No medical intervention was reported by the reporter. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with a symptom that can be associated with severe hyperglycemia. However, at this time, it is unknown if the pump contributed to the patient's injury. It is possibly that use-error contributed to the patient's injury considering he was using an expired cartridge and infusion set.